Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-00900.

Event description:
It was reported via legal documentation that approximately 72 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. A revision procedure has not been performed. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. B)(6), 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 200-02-38 - three peg patella 38mm. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.